Event description:
Pt with sepsis on norepinephrine for low blood pressure. Pca walked in pt's room and noticed his sigma pump alarming "infusion complete" and the pt's systolic blood pressure was drifting down to the 60's. The nurse changed the bag quickly. The rate had to be increased. The pt's blood pressure returned to his normal range. The nurse found that the "30 minutes until bag empty alarm" had been turned off. She reported that this alarm can be turned off and that there is no alert to the nurse that it is off. The alarm does not default to on when the pump is turned off or a new pt selected. A nurse caring for a pt would have no way of knowing this alarm had been shut off. Many nurses reported that they did not know you could shut this alarm off and did not know to look to see if this alarm is off. We contacted sigma. The ability to shut this alarm off can be turned off by going into each drug and disabling the ability to shut this alarm off. We are in the process of doing this to all of our sigma spectrum pumps.